Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual exam was performed and it was observed that the gold pipe light and bulb base was detached from the blade. The pipe light was reinstalled onto the blade and then the blade was attached to a known functioning handle. Once the blade was engaged it was noted that the light source was not energized (burning). The blade was removed from the handle and the pipe light disassembled. The small incandescent bulb was replaced in the light base. The pipe light and blade were reassembled; the blade was attached to the handle and was engaged. The light was bright and uninterrupted. Based on the investigation performed, the reported complaint was confirmed. The functional inspection confirmed that a consumable component (bulb) was burned out. No corrective/preventative actions will be assigned. It should be noted that while the root cause of the burn out is unknown, it is a consumable component that must be replaced periodically.

Event description:
The customer alleges that the blade no longer lights when engaged to the handle. No patient injury reported.

Event description:
The customer alleges that the blade no longer lights when engaged to the handle. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.